Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable was pulled and missing from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the inability to complete testing is the damaged trunk cable. The root cause of the damaged cable is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.